Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the hv tank and x-ray tube. It was also suspected that facility power may have fluctuated significantly enough to cause the malfunctions repaired on the system. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed filament regulator error.